Event description:
It was reported that this pacemaker was suspected to have exhibited premature battery depletion (pbd). A six month checkup has been scheduled. This pacemaker remains in service as this time. No adverse patient effects were reported.